Event description:
It was reported that multiple cartridges were leaking at the septum. Customer loaded a new cartridge to address the issue. Customer's blood glucose was approximately 100 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.